Manufacturer narrative:
Additional information: h4: the lot was manufactured between november 25-26, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused during infusion. The expected therapy time was 48 hours, but the pump finished infusing after about 24 hours. The device contained 3900 mg of fluorouracil in 115 ml of sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.